Manufacturer narrative:
(B)(4). At the customer's request, the service engineer (se) inspected the ventilator and ran extended self tests (est), short self tests (sst), performance verification tests (pvt), vent inop tests. The ventilator passed all testing per manufacturer's specifications.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. Although requested, the customer has not provided patient outcome information.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient expired. The customer could not confirm if the ventilator contributed to patient outcome or not.